Event description:
It was reported that during an unspecified procedure, the subject device presented a pink vertical line at the edge of the image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, additional information and a correction. Updated fields: e1 first and last name, e1 phone #, e3 occupation. Corrected fields: d4 serial #.. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed and found that noise was due to cable failure. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of image capture and cables, corrosion of electrical contacts, puncture on connector, cable damage, breakage of the stop on the head side, and cracks in the main body. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor the performance of this device.

Event description:
Additional information was provided by the customer: the reported issue occurred during an unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no delays or reports of patient harm.